Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: song k.-j.., (2010), anterior fusion alone compared with combined anterior and posterior fusion for the treatment of degenerative cervical kyphosis,(soutkorea)doi:10.1302/0301-620x.92b11.24995. This retrospective study aims to evaluate the efficacy of a combined anterior and posterior fusion compared to anterior fusion alone in the treatment of degenerative cervical kyphotic deformity, based on the radiological and clinical outcome. Between march 2001 and march 2007, a total of 30 patients who underwent anterior fusion alone or a combined anterior and posterior fusion were included in the study. These patients were divided into two groups: group a comprised of 15 patients (6 male and 9 female) with age in years (range) 52.53 (34 to 77) who had an anterior fusion alone, and group b included 15 patients (9 male and 6 female) with age in years 58.80 (45 to 77) who had a combined anterior and posterior fusion. For group b an anterior cervical plate (cslp, cervical spine locking plate, ao synthes, duebendorf, switzerland) was used . Radiological and clinical assessment was performed immediately after operation and after six weeks, three, six and nine months, one year and two years. Followed-up in months (range) was 38.6 (26 to 79) for group a and 42.2 (26 to 79) for group b. The following complications were reported as follows: group a: a recurrent kyphotic deformity was seen in four of 15 (27%) in group a. The improvements in pain and the neck disability the index was significantly better in group b than in group a (p = 0.0461, p = 0.0360). 3 cases of pseudarthrosis. In the four patients in the group, a pseudarthrosis developed in one patient, but revision surgery was not required because there were no symptoms. 2 cases of revision surgery. Of the two revisions, one was laminoplasty and anterior decompression and fusion for adjacent level disease, and the other was a combined anterior and posterior fusion due to loss of correction of the kyphosis. 3 cases of dysphagia. 4 cases of level degeneration. Symptomatic disease at an adjacent level occurred in two patients (13.3%) in group a. Group b: adjacent level degeneration occurred in three (20.0%) in group b. Dysphagia lasting for more than six weeks occurred in two in group b. All resolved within six months. 4 cases of hardware-related complications. Displacement of a screw or bending of a plate, occurred in four patients in group a. This report is for an unknown synthes cervical spine locking plate. This is report 3 of 4 for (B)(4).